Event description:
It was reported that a surgeon had multiple roi-c cages that fractured or cracked intra-operatively. Two cages fractured at level c7/t1 after inserting the anchoring plates. They were each removed and replaced with a new cage. The third cage cracked and the surgeon elected to leave it in place. The surgeon proceeded to the c6/7 level and installed the first cage, but it was found to have fractured after the first anchoring plate was installed. The cage was again removed and replaced with a new cage and the surgeon elected not to install the anchoring plates at that level. There was a delay of three hours to the procedure without reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3004788213-2023-00083 through 3004788213-2023-00086.

Event description:
It was reported that a surgeon had multiple roi-c cages that fractured or cracked intra-operatively. Two cages fractured at level c7/t1 after inserting the anchoring plates. They were each removed and replaced with a new cage. The third cage cracked and the surgeon elected to leave it in place. The surgeon proceeded to the c6/7 level and installed the first cage, but it was found to have fractured after the first anchoring plate was installed. The cage was again removed and replaced with a new cage and the surgeon elected not to install the anchoring plates at that level. There was a delay of three hours to the procedure without reported patient impacts.this is report two of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.